Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report- (B)(6)".